Manufacturer narrative:
The insulin pump passed self test, off no power test, unexpected restart error test, displacement test, rewind test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement accuracy test. The stop (idle) current test and run current test were in specification. Insulin pump passed the delivery accuracy test at 0.08730 inches. No blank display anomalies noted during testing. No frozen screen anomalies noted during testing; the time advanced properly. No compromised force sensor system alarms noted during testing. Motor error alarmed during basic occlusion test due to loose/protruded drive support disk. No button error alarms noted during testing. Intermittent button response on the act button due to corrosion on keypad traces. Device received with missing line segments during self test due to cracked traces on zebra connector of lcd board. Unit received with severe scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, slight corrosion on battery tube spring, corrosion in battery tube, moisture damage on all electronic assemblies and moisture damage on motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump froze and got a button error alarm, and after changing the battery, it started working again but pushes out 40 units before it hits the end of the syringe, and then a compromised force sensor system alarm occurs and keeps repeating after the rewind . The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer states the pump's drive support cap is sticking out. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.